Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. The auxiliary control unit (acu) watchdog failure and primary audible alarm background test error were found in the event history log. The technician performed power up process and occlusion test. The reported issues were unable to be duplicate during power up process and occlusion test. The root cause of the reported issues could not be determined for the intermittent errors. Replaced main board and speaker for preventive measures. A corrective and preventative action has been opened to address the reported issue

Event description:
It was reported that the auxiliary control unit (acu) watchdog failure and primary audible alarm post occurred. No patient injury was reported.